Manufacturer narrative:
No conclusion code available. Final analysis found burnt components on the ac power adapter circuit board and a burn mark on the ac power adapter and circuit board which caused the reported inability to power the transmitter.

Event description:
It was reported that the transmitter would not power on. The transmitter was returned and replaced.